Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called and reported that their insulin pump alarmed pump error and the alarm could not be cleared. The customer¿s blood glucose level was unknown at the time of the incident. The customer also got failed battery and replace battery alarms prior to the software error alarm. Troubleshooting was not completed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with constant failed battery alarm. Problem isolated to electronic assembly. Unable to confirm software error detected alarm due to constant failed battery alarm.